Event description:
The customer reported fluid leaked from the unit at line lv-1 involving coulter hmx with autoloader. The customer replaced the tubing and resolved the leak but noticed crystalline residue in the back of modules. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) inspected the tubing that had been replaced by the customer and cleaned diluent and clenz residue off the components of the analyzer. The fse noted the fluid leak originated from the yellow-stripe tubing through pv66 the customer had replaced prior to service. The defect of the tubing was likely due to regular use and age. The fluid leak appeared to be a mix of diluent and clenz solution. The corroded plugs and solenoids were a result of the fluid leak. The plugs and solenoids on six solenoid manifold on the pump module were heavily corroded from the clenz and diluent. A new manifold and plug assembly was ordered and replaced. Service activity performed and verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).